Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had an e433 error. The issue occurred during unknown therapeutic procedure. The surgery was prolonged with no adverse health consequences and no patient impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Therefore, the investigation could not determine the root cause. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.